Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial arrhythmia therapy capabilities would allow 95% of the interrogation to complete, and the process would then stop. It was reported that atrial storage had been programmed to 0%, as recommended in the initial field communication for functional latching. It is suspected that the second programming recommendation (as discussed in the second filed communication for this issue) had not been completed. The device was explanted and replaced with a different guidant ICD without reported complication. To date, there have been no reported patient symptoms associated with this clinical observation.